Event description:
Ous MDR. An incident report regarding the above pacemaker. The report indicated that no pacing spikes were present when the pacemaker was programmed in bipolar mode, and therefore there was a loss of capture. The bipolar threshold was >2v with a lead impedance of 1070 ohms. The threshold in unipolar mode was 0.5 v and a lead impedance was 646 ohms with capture observed. The pacemaker was programmed in unipolar mode. The pacemaker remains implanted in the pt.

Manufacturer narrative:
This is an oral complaint, i.e. The pacemaker was not available for analysis. Therefore the quality documents accompanying this particular pacemaker and also the production lot have been re-investigated. There was no sign of inconsistency during production and final acceptance test of this pacemaker and prod lot. According to the complaint, three was not capture during bipolar pacing, this could be an indication of a weak contact to the indifferent part of the lead. The location could be at the interface between pacemaker and lead or within the lead itself. With this pacemaker, a programmer has been used. The programmer has been rec'd for analysis at MFR and not deviation from the specs has been found. The detailed results of the analysis of the programmer are found in the analysis report. In summary, since the pacemaker was not available for analysis, the possibilities to find root causes of the complained about behavior are limited. There have been made efforts to retrieve add'l info about the circumstances of the incident like the type of lead used, battery/lead telemetry data, x-rays, print-outs, and programming parameters; unfortunately without success.